Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise which caused pacing inhibition for two seconds. The patient was asymptomatic to this and no changes were made. The crt-d remains in service and there were no adverse patient effects reported.